Manufacturer narrative:
Concomitant medical products: bis-is-15, adaptor, implanted: (B)(6) 2017. 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. The physician's office indicated that an alert had been triggered due to high right ventricular (rv) coil impedance on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.